Event description:
It was reported that there the patient was admitted to the hospital due to noise, oversensing and pacing inhibition on the right ventricular (rv) lead, leading to pre-syncope and asystole about five-to-six seconds long. Technical services (ts) was contacted, and ts discussed troubleshooting recommendations and possible causes. Pocket manipulation reproduced the same noise. The device was programmed to do. The device and leads remain in service. No additional adverse patient effects were reported.

Event description:
It was reported that there the patient was admitted to the hospital due to noise, oversensing and pacing inhibition on the right ventricular (rv) lead, leading to pre-syncope and asystole about five-to-six seconds long. Technical services (ts) was contacted, and ts discussed troubleshooting recommendations and possible causes. Pocket manipulation reproduced the same noise. The device was programmed to doo. The device and leads remain in service. No additional adverse patient effects were reported. This device was later explanted and returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.